Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is for the migrated 29mm navitor valve that required snaring. It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implanted. There was sufficient calcium to allow anchoring of the device in the opinion of the user and the final implant depth was 5mm below the annulus level. During the procedure, the first valve was implanted in a very good depth, however it was constrained and didn't open well. Within 30 seconds, it started to migrate step by step up to the level of annulus. The valve migrated and occlude the right coronary, and the physician had to snare to the ascending aorta into the arch. No hypertensive spike or pulmonary hypertensive episode at the time of migration. A second 29mm navitor valve was loaded to be implanted, but couldn't cross the first valve and the delivery system was captured by the leaflets. With continuous cardiopulmonary resuscitation (CPR) heart team called the surgeon to cannulate and attach the patient to the heart lung machine to undergo surgery. It was reported that the patient passed away. The date, time and cause of death is unknown. The healthcare professional stated that they do not believe the patient or user experienced adverse health consequences due to the performance of the product.

Event description:
This report is for the migrated 29mm navitor valve that required snaring. It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implanted in a patient with severe aortic stenosis. There was pre-dilation done with a non-abbott device. There was sufficient calcium to allow anchoring of the device. The final implant depth was 5mm below the annulus level. During the procedure, the first valve was implanted in a very good depth, however it was constrained and didn't open well. Within 30 seconds, it started to migrate up to the level of annulus. The valve migrated and partially occluded the right coronary artery, and the physician had to snare the valve in the ascending aorta into the arch. No hypertensive spike or pulmonary hypertensive episode at the time of migration. A second 29mm navitor valve was loaded to be implanted, but couldn't cross the first valve and the large flexnav delivery system was captured by the leaflets. With continuous cardiopulmonary resuscitation (CPR), the patient was cannulated and the patient was placed onto the heart lung machine to undergo surgery. It was reported that the patient passed away. The cause of death is unknown.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the navitor instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."h6 health effect - impact code: code 1260 removed.